Event description:
An impella was placed in the cath lab. The next day the patient went to cardiovascular operating room (cvor) for CABG x5. Per the surgeon,"I went to create the diagonal graft, and unfortunately the impella was in the way. We withdrew the impella back into the mid arch so that we could create our proximal. The proximal anastomosis was done uneventfully with a running 6-0 prolene suture. We went to re-insert the impella and unfortunately we were not getting appropriate flows." Once the impella was put back into position, it was not functioning appropriately. Then, a balloon pump catheter was placed, but that too was ineffective and patient's pressures dropped. Per the rn, "the balloon pump also was not effective. The balloon was not able to reach maximum augmentation. During troubleshooting, we switched the pump and still the new machine did not augment to maximum. The balloon was removed intact and inspected. There was no hole seen, but even outside of patient, it was not inflating to maximum." The patient was then placed on bypass for the duration of his surgery. After surgery, a new impella was placed with location confirmed by fluoroscopic guidance.